Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis in the mid right coronary artery (rca). The 1.5 x 6 mm minitrek balloon catheter was advanced for pre-dilatation; however, it would not cross. Therefore, an attempt was made to inflate the minitrek in the proximal rca, but the balloon ruptured during first inflation at 8 atmospheres for 5 seconds. There was no resistance removing the balloon catheter. Due to the heavily calcification, a rotablator was used and additional pre-dilatation was performed. Three xience v 3.5 x 28 stents were deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, grand slam, whisper ls. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.